Event description:
The device was applied to a patient in cardiac arrest. It was reported that after 15 minutes the device developed an unknown problem (the exact problem has not been reported by the customer). The device was removed from the patient and manual CPR was continued. When the device was tested by the distributor, it was found that the control panel would not function. The patient was not revived. It was reported that the failure did not contribute to the death of the patient.

Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. Both mechanical and functional testing was done including long term operation testing. The complaint was confirmed when tested. It was found that the control panel was not functioning. Our investigation found that the unit had been modified by the user. The modification allowed reversed polarity in the control panel which ultimately shorted the unit causing a failure. The unit will receive the recommended factory service and be returned to the customer.